Event description:
The isola rods, connectors & pedicle screws were surgically removed 6/26/91. The short broken pedicle segment of the screw in l side of l5 pedicle was left inside patient. The screw broke while the patient was swimming laps in his home pool approx. 10 days prior to surgery. Patient experienced a snap and subsequent left side low back pain. This was a new type of intense pain did not travel into the leg. The surgically removed implants were sent initially to pathology-post-op-and will then be returned to patient as he requestedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.